Event description:
Tibial impactor broke.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the submitted impactor confirmed the fracture initiation along the slot that connects with the universal handle. The root cause is undetermined as the fractured piece of the device was all that was returned. Previous investigations found the flat of the impactor exhibits significant gouging indicating the impactor was not properly aligned prior to impaction. Based on the performed investigation, the need for corrective action was not indicated. Monitor through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the submitted impactor confirmed the fracture initiation along the slot that connects with the universal handle. The root cause is undetermined as the fractured piece of the device was all that was returned. Previous investigations found the flat of the impactor exhibits significant gouging indicating the impactor was not properly aligned prior to impaction. Based on the performed investigation, the need for corrective action was not indicated. Monitor through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.